Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This is an ancillary service event. The cause was determined to be a defective safety slide clamp assembly on pump p1. No repairs were made to correct the reported condition as the device was returned unrepaired. If any additional information is received, a follow up MDR will be sent.

Event description:
During product evaluation by a baxter service technician, a flogard infusion pump was found to have experienced an insert slide clamp alarm in pump 1. This was not reported by the customer. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.